Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus) device. The aus balloon was explanted, and a new balloon was implanted. There were no further patient complications.